Event description:
Patient was admitted on 12/30/91 at 2209. She had been on naprosyn anti-flammatory medication sincne august. Five days prior to adminssion she had some nausea. The naprosyn had been discontinued and zantac started. The day of admission she had a large bright red stool with coffee ground material aspirated from the stomach. A gastrointestinal consultant was called in. On 12/31/91 at 1330 an esophagogastroduodenoscopy was performed with a biopsy and possible ulceration treated with heater probe with hemostasis acheived. Patient had to lie with her right side down because of her scoliosis. 5 mg. Of intravenous versed was given prior to hurricane spray of the oropharynx. EKG remained unchanged with multiple pvc,s noted, and gi m.d. Was aware. Postoperative diagnosis: severe erosive duodenitis of the second portion of the bulb, possible ulceration in this area. At 1650, patient was very dyspneic and uncomfortable with abdominal distension and pain. An abdominal series was obtained which noted massive free intra-abdominal air. Chest x-ray showed free air under the diaphragm. The patient tolerated the procedure well and was sent to recovery at 2020 in fair conditon on a ventilator. She received 4 units of rbc's andsix units of fresh frozen plasma. Wbc's were 15.1 (12/30), 24.6 (12/31), 20.8 (12.31), and 286 (1/1). Pro time was 20.0 sec (12/30), 17.9 sce (12/31), and 15.3 sec (1/1). Blood gas results postoperatively on 1/1 were 7.339 ph, pc02 27.8, and p02 of 123, early; 7.176 ph, 33.1 pc02, and 66 po2 at 1242; and 6.977 ph, 29.8 pco2, and 73 po2 at 1845. Swanz ganz catheter was inserted at 0830 on 1/1/92. The patient was anuric and hypotensive. The patient's father wanted a dnr (do not resuscitate) based on his knowledge of his daughter. Patient pronounced dead at 0115 on 1/2/92. No biospy done. In all likelyhood, the device will be tested by an independent evaluator prior to being returned for testing by each of the manufactureresdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: manufacturer. Service records not available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.